Event description:
It was reported that the cadd pump produced a no disposable attached alarm. No patient injury or complications were reported in relation to this event. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.